Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is overheating. The circumstance of the event and patient involvement are unknown. However, no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that he observed the alleged malfunction of the iabp overheating. However, no over temperature messages were observed in the service logs. The stm replaced the scroll compressor and ran the iabp for an extended period and no over temperature message was observed. The iabp passed all calibration, functional and safety tests that were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is overheating. The circumstance of the event unknown. However, no patient involvement or adverse event was reported.

Manufacturer narrative:
This record supersedes 2249723-2018-00804 which "report type" was incorrect and resulted in the generation of an incorrect mfg number. Updated fields: g4- (date changed to reflect the date the b2 error was discovered).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is overheating. The circumstance of the event and patient involvement are unknown. However, no adverse event was reported.

Manufacturer narrative:
This record supersedes mfg report 2249723-2018-00031 which "report type' was incorrect and resulted in the generation of an incorrect mfg report number. Corrected: 10 (evaluation method code & evaluation conclusion code) this MDR was reviewed on 12/16/2019. Upon review it was discovered that there was a discrepancy between the evaluation conclusion code "analysis of data log(s)" (parent record) and the evaluation conclusion code emdr . The emdr record could not be changed since the evaluation conclusion code "analysis of data log(s) " is no longer available in trackwise.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is overheating. The circumstance of the event and patient involvement are unknown. However, no adverse event was reported.